Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and competitive defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed, resulting in pacing inhibition of about three consecutive beats. The noise could not be recreated. A boston scientific crm technical services consultant discussed it was likely myopotential oversensing, but because pacing was inhibited it warranted investigation. The boston scientific crm representative had not seen the patient yet but believed a new right ventricular rate/sense lead was planned. There were no adverse patient effects reported. Additional information indicates that this product was later explanted due to patient condition. The patient required an upgrade to bi-ventricular device.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was unable to be reproduced during laboratory analysis.